Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified common femoral artery. After a 235cm non-bsc guidewire crossed the lesion, a 7.0x40, 135cm mustang¿ balloon catheter was advanced for dilation. However, the balloon ruptured. The device was completely removed from the patient. The procedure was completed using a 7mmx4cm non-bsb balloon catheter. No patient complications were reported and the patient's status was good.